Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit was visually inspected and it was noted that the gauge needle was at 25atm. There was contrast media or dried saline in the barrel of the returned device. A functional test of the complaint device was carried out and the device locking mechanism test was completed where the plunger handle is rotated to achieve 26atm¿s. The needle would increase to 26atm, but would return to 25atm not to 0atm. A gauge accuracy test was done and the gauge was indicating a pressure of 25atm; however, the result on the pressure indicator was 0atm. When the pressure was increased to 2600kpa on the gauge of the encore device, the pressure indicator read 109.1kpa. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the gauge needle was stuck. A 26 encore balloon catheter inflation device was selected for use. During the procedure, it was noted that following the first inflation, the needle of the inflation device did not return to zero. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was stable.

Event description:
It was reported that the gauge needle was stuck. A 26 encore balloon catheter inflation device was selected for use. During the procedure, it was noted that following the first inflation, the needle of the inflation device did not return to zero. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was stable.